Event description:
The customer reported that the device locked up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device locked up. There was no report of pt involvement. The device was evaluated at philips, but the reported symptom could not be duplicated. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since we could not duplicate the reported symptom.